Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm implantable collamer lens (icl) into the patient's right (od) eye. The surgeon reports a planned exchange with a shorter lens. Attempts to obtain additional information have not been successful.